Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The needle mechanism was reset and redeployed successfully. The cause of the reported needle mechanism failure complaint could not be determined.

Manufacturer narrative:
The device has been returned and received. A supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle deployed unusually late during pod activation, although the cannula inserted into the infusion site (leg). This indicates a needle mechanism failure. The patient¿s blood glucose levels rose to 305 mg/dl. The pod was worn between 4 and 24 hours.